Event description:
Pt with history of esrd on hd with right thigh av graft stented in (B)(6) 2009, due to kinking, underwent mechanical thrombolysis and angioplasty of the thrombosed dialysis graft on (B)(6) 2013. During the procedure, an approx 1cm fragment of the previously placed intragraft zilver stent fractured/displaced during the declot procedure and embolized to a right lower lobe pulmonary artery branch. An attempt was made to access via the right internal jugular and snare the fragment, however, this were not successful. The pt returned on (B)(6) 2013, for pulmonary arteriogram and attempted foreign body removal. The fragment dislodged during retrieval from the right pulmonary artery and landed in the tricuspid valve apparatus. Cardiac surgery was consulted and on (B)(6) 2013, the pt went to the operating room where the right atrium was opened and inspection of the tricuspid valve revealed the stent fragment was lodged in the chordae. This was freed and removed and the atrium was closed. (B)(4).